Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. Fse reviewed error log and found errors 25521, 25520, and 25517 on the left master tool manipulator (mtm), with the customer having to disable the mtm to continue with procedure. Fse replaced the mtm and completed test drive and verification without further issue. System was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 7, and axis 4 replicating the reported event. The mtm was then installed onto a psc fixture test platform (pftp) where power up was found to be failing on axis 7. The axis 7 motor and axis 4 motor were aba tested and was verified to be the source of the fault. The probable root cause of the customer-reported event based on failure analysis may be attributed to an electrical fiberoptic defect associated with the axis 7 motor and axis 4 motor.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error occurred twice requiring a system restart. The customer disabled the master tool manipulator (mtm) to continue with the procedure. The procedure was completing as planned with no reported injury.